Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue. The surgeon used forceps to open the jaws and a new device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. The knife is trapped and contained within the jaws. The jaws do not open due to the knife trap. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. Per the IFU, the jaws should be closed and locked before activating the cutter.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.